Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, customer provided information that he was able to perform the complete calibration on our bellavista 1000 us and was successful in eliminating the fluttering, which was visible on the circuit, and in the waveform as well. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device has not been returned yet.

Event description:
It was reported to vyaire medical problem with bellavista 1000 us ventilator a 'shuttering' during the exhalation phase while unit was on a patient. They could see it in the circuit as well. Unit was removed and swapped out. Furthermore, there was no patient harm reported.